Manufacturer narrative:
The device was received for evaluation. During visual inspection, the body of bag was observed to have a ¿blade type hole¿. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3l empty bag was broken. This occurred before use. There was no patient involvement. No additional information is available.